Event description:
The customer reported falsely decreased alinity I tsh results generated by the alinity I processing module for three patient samples. The physician questioned the initial results. The samples were repeated on a different analyzer, which yielded higher results. The following data was provided: customer¿s normal reference range: 0.5 to 5.0 miu/l. Patient #1: initial result = <0.10 miu/l, repeat result = 3.95 miu/l. Patient #3: initial result = <0.10 miu/l, repeat result = 1.94 miu/l. Patient #5: initial result = <0.10 miu/l, repeat result = 0.90 miu/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier = patient 1, patient 3, and patient 5.

Manufacturer narrative:
A complaint investigation was conducted for the alinity I tsh reagent lot 73537ud00. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history record review did not identify any nonconformances, potential nonconformances, or deviations associated with the complaint lot and complaint issue. Field data was reviewed to assess the performance of the alinity I tsh reagent. The median population result for the complaint lot is within established limits, indicating that the lot is performing acceptably in the field. The product labelling provides appropriate information related to the customer issue, which assists them in resolving their issue. The customer mentioned samples were too short. They reran and received accurate results. No malfunction or systemic issue was identified. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site.

Event description:
The customer reported falsely decreased alinity I tsh results generated by the alinity I am processing module for three patient samples. The physician questioned the initial results. The samples were repeated on a different analyzer, which yielded higher results. The following data was provided: customer¿s normal reference range: 0.5 to 5.0 miu/l. Patient #1: initial result = <0.10 miu/l, repeat result = 3.95 miu/l. Patient #3: initial result = <0.10 miu/l, repeat result = 1.94 miu/l. Patient #5: initial result = <0.10 miu/l, repeat result = 0.90 miu/l no impact to patient management. Was reported.